Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle of the insufflation channel was clogged by a dark rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was no physical damage to the section of the device. The events can be detected and prevented in accordance with the following sections of the instructions for use: "detection method is described in gif-1100 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.